Event description:
Dentist indicated the abutment screw fractured.

Manufacturer narrative:
Visual inspection confirmed the abutment screw (ilrghg) fracture. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. Cause: undetermined.